Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument. The following results were provided: sid (B)(6) initial sodium result 119 mmol/l, repeats 119 mmol/l and 147 mmol/l (normal reference range 133 to 147 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed troubleshooting, and determined the y ftg (rohs) was determined to be the cause of the issue and the part was cleaned. Cleaning of the y ftg (rohs) resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). , as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c4000 system or the y ftg (rohs) instrument part. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c4000 system service and support manual provides instruction for the removal and replacement of the y ftg (rohs). The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Based on the investigation, no systemic issue or deficiency was identified.